Event description:
It was reported that patient experienced an alarm situation at home. Their spouse stated that the patient was fallen from the stairs, from about 1 meter high. The ambulance transferred the patient to the hospital. The system controller provided low flow alarms almost constantly. The pump running symbol was not seen, the pump running green light did not function although the pump was running at the set speed. This was a confusing situation for the physician assistants who received the patient in the implanting center. In the ambulance the patient was intubated, and their pupils were already a bit non-reactive. Log files showed that the pump was running until they stopped the pump manually. The wires looked perfectly fine, no pump stops were seen in the log files. The patient ultimately passed away due to a bleeding at the anastomose side from falling. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.